Event description:
It was reported that the console was flashing orange, fiber was physically broken, the fiber was replaced, and the console was still not working. The event occurred outside the patient and the procedure was not completed due to this event. Patient was under general anesthesia in stable condition. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone, MFR first and last name, MFR email.

Event description:
It was reported that the console was flashing orange, fiber was physically broken, the fiber was replaced, and the console was still not working. The event occurred outside the patient and the procedure was not completed due to this event. Patient was under general anesthesia in stable condition. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.